Manufacturer narrative:
(B)(4). The customer reported that the ac power module was not working and would not power up on ac power. There was no report of patient involvement. The unit was evaluated by philips and the failure was verified. Replacement of the ac power module resolved the failure. The module was not returned for evaluation.

Event description:
The customer reported that the ac power module was not working and would not power up on ac power.